Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was deployed on the mitral valve, reducing mr to a grade of <1. On (B)(6) 2021, echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) is a cascading effect of the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 04/13/2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was deployed on the mitral valve, reducing mr to a grade of <1. On (B)(6) 2021, echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. Subsequent to the initially filed report, the following information was received: on (B)(6) 2022, transesophageal echocardiography (tee) was performed and showed the clip was actually attached to both leaflets, but had become mobile. Mr remained at a grade of 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration cannot be determined. The reported recurrent mitral regurgitation (mr) is a cascading effect of migration. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.h6: medical device problem code 2507 removed and code 4003 added.